Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited decreased sensitivity after implant. The sensitivity continued to trend lower over time. On (B)(6) 2018, the lead was removed and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on december 19. 2018 indicates that the lead was dislodged and exhibited undersensing.